Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and caller stated no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.